Event description:
As reported post small bowel resection with ileostomy the patient was diagnosed with venous mesenteric ischemia and underwent a procedure on (B)(6) 2024 during which the open abdomen was bridged with a phasix st mesh. It was reported the patient experienced fever continuously since mesh application with no identifiable source despite repeated imaging. On day 14 ((B)(6) 2024) postoperative, bilious output was seen in the abdominal wound. The mesh was removed in or revealing three entero-atmospheric fistulas. After mesh removal his fever subsided. Antibiotics were provided to the patient as a course of treatment after removal of the mesh and patient was hospitalized in ICU with open abdomen.

Manufacturer narrative:
No conclusion can be made as to the degree to which the device may have caused or contributed to the patient¿s postoperative course. As reported post implant of the phasix st mesh to bridge the open abdomen the patient developed adverse symptoms and underwent an additional procedure during which three entero-atmospheric fistulas were identified and the mesh was removed. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 100 units released for distribution in june 2023. Fistula formation is a known inherent risk of surgery and is listed as a possible complication in the adverse reaction section of the instructions-for-use (IFU), supplied with the device. As reported the open abdomen was bridged with the phasix st mesh, the IFU states, ¿the safety and effectiveness of phasix st mesh in bridging repairs or laparoscopic/robotic ventral hernia repair procedures has not been evaluated or established. Every effort should be made to close the defect prior to mesh use.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.